Event description:
It was reported that the reporter met a girl who "didn't really have a good time with the pump. It was stated that she had it removed. It was unknown what drug was in the pump. Additional information had been requested.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Additional information received reported the reporter did not remember the lady¿s name and it was noted ¿it was a gal in a support group I went to once¿. The reporter had not been back since and no further information was able to be obtained.